Event description:
A customer reported an issue with their freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
This is an initial report. Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.